Event description:
It was reported that during a prostate procedure while using the side firing surgical fiber, the fiber tip burnt out at 122,578 joules and 17:53 minutes. A second fiber was used and the fiber tip burnt out at 102,001 joules of use and 10:02 minutes. A third fiber was used to complete the procedure and it burnt out at 137,082 joules and 24:23 minutes. There was no report of patient injury. This report is for the first fiber.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber. Fiber analysis: the fiber cap was found to be drilled through. The cap was also found to exhibit detritus, char and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure. Ref: MFR 2937094-2012-01274. Ref: MFR 2937094-2012-01275.